Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction suspected. The explanted device was not returned. No further information could be obtained despite good faith efforts.